Event description:
The patient contacted animas on (B)(6) 2012 reporting that the down arrow button was intermittently responding and had a delayed response. The patient also stated that the keypad was ripped along the down arrow button and "oil" was seeping out of the keypad. The patient reportedly wore the pump attached to a belt and cleaned the pump with a damp cloth and a q-tip. This report is made based on the allegation of the down arrow response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.